Manufacturer narrative:
No end user information provided. Should additional information become available, a supplemental record will be filed.

Event description:
The dealer stated the unit did not have an alarm when powering on.